Event description:
It was reported that one week post generator replacement, the patient reported oozing from the wound. The patient went to the emergency room 3 times, however, left against medical advice before being seen by a physician. The patient presented to the lab 5 weeks post implant with a pocket infection, discomfort, erosion, pain, purulent discharge/pus, redness, possible vegetation seen via transesophageal echocardiogram (tee), and wound dehiscence. The patient was treated with antibiotics. The cardiac resynchronization therapy defibrillator (crt-d) system was explanted.

Manufacturer narrative:
Continuation of d10:  4675 lead implanted (B)(6) 2016 dtpa2q1 crt-d implanted (B)(6) 2024 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported, that one week post generator replacement with an antibacterial absorbable envelope. The patient reported, oozing from the wound. The patient went to the emergency room 3 times, however, left against medical advice, before being seen by a physician. The patient presented to the lab 5 weeks post implant with a pocket infection, discomfort, erosion, pain, purulent discharge/pus, redness. Possible vegetation seen via transesophageal echocardiogram (tee). And wound dehiscence. The patient was treated with antibiotics. The cardiac resynchronization therapy defibrillator (crt-d) system was explanted.